Event description:
It was reported that the tip of a drill bit fractured off and remains in the patient¿s tibia. There is no additional information available.

Manufacturer narrative:
(B)(4). H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Proposed annex g code: mechanical (g04) ¿ drill.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, d9, g3, h2, h3, h6. The following section was corrected: h4. Complaint can be confirmed through the returned product analysis. Visual examination of the returned product identified signs of repeated use in the form of wear marks on the shaft above the flutes and the tip of the device is fractured. The device was submitted for further analysis. Analysis determined the device fracture surface exhibit river lines and hinge artifacts suggesting that the device possibly fractured due to either torsional or bending overload. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.